Manufacturer narrative:
(B)(4).sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with fluid spilling from the patient line while using the homechoice (hc) during the connect yourself prompt. The patient stated the solution was leaking from the cap on the patient line after priming. The patient was concerned and wanted to know if it was ok to connect to the line. Gts explained the reason for the fluid spilling over and priming, and advised the patient that as long as the cap was in it was ok to connect as usual. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified. A label review was not performed due to unsuspected user error. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.